Event description:
Pod was activated at 7:30 pm on (B)(6) 2012. At 11:12 pm, pt's blood glucose (bg) was 454 mg/dl; a bolus of 12.1 units was given. The next morning, at 6:47 am, she was "having migraines" and her bg was 445 mg/dl; 13.8 units was given. About 3 hours later, pt's bg was at 447 mg/dl; an add'l 13.85 units was given. At 11:00 am, pt was "vomiting" and "ketones were the darkest level on the strip, very high." Pt's mother manually administered 17 units of insulin. At 11:32 am, her bg was 419 mg/dl; bolused 5.5 units. At noon, mom called dr and she took her daughter to the ER. At the ER, her bg was 360 mg/dl. Pt's mom does not believe the pod or pdm were working properly. The day after the ER visit, pt was reportedly "feeling okay." The pod was discarded at the hosp, however, the pdm was returned for investigation.

Manufacturer narrative:
The returned pdm was found to be working as intended. Visual insp of the housing/lens, bg meter input, keypad and battery terminals revealed no anomalies. Pdm was programmed and successfully delivered 3 boluses. The bg meter was tested and found capable of reading accurately. The pdm performed all tests successfully as intended. No problem was found to have occurred that would have contributed to the pt's condition. Lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns "... If you experience unexpected elevated blood glucose levels, change your pod." The user guide instructs to "check blood glucose at least 4 to 6 times a day" to avoid hyperglycemia. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels are not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance.